Manufacturer narrative:
A review of the manufacturing records is in progress. Device lot number 14935824, UDI: (B)(4).

Event description:
It was reported the physician implanted a gore cardioform septal occluder on (B)(6) 2016 to close a patent foramen ovale. A 5 mm anterior superior shunt was detected (date unknown) and a reintervention to close the shunt was performed (B)(6) 2017. The physician made two attempts to close the shunt with a gore cardioform septal occluder, but was unsuccessful. An amplatzer device was then implanted with no adverse effects.

Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. An echocardiographic image was received for review. The provided image does not allow for assessment of the original device implant and the reported shunt. The device remains implanted; therefore, further device investigation is unable to be performed.